Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 80% stenosed, 3x20mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery. After the lesion was engaged with a 3.5 guide catheter nad was crossed with a pt guide wire, pre- dilatation was performed with a3x12mm quantum maverick balloon catheter. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to the stent struts were noted to be hairy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the physician found that the stent struts were already ruptured before it was implanted.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 80% stenosed, 3x20mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery. After the lesion was engaged with a 3.5 guide catheter nad was crossed with a pt guide wire, pre- dilatation was performed with a3x12mm quantum maverick balloon catheter. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to the stent struts were noted to be hairy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the physician found that the stent struts were already ruptured before it was implanted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage as the stent struts in the mid- section of the stent were stretched in a distal direction. The stent struts at the proximal end of the stent were lifted and pulled in a proximal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination identified damage to the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 80% stenosed, 3x20mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery. After the lesion was engaged with a 3.5 guide catheter nad was crossed with a pt guide wire, pre- dilatation was performed with a3x12mm quantum maverick balloon catheter. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to the stent struts were noted to be hairy. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.